Manufacturer narrative:
Additional product(s) in device system: model number/catalog number: db-4600-c serial number: n/a batch/lot number: 35107767 model/catalog description: suretek burr hole cover kit unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45 serial number: (B)(6) batch/lot number: 7130592 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45 serial number: (B)(6) batch/lot number: 7130701 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6) batch/lot number: 7130779 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6) batch/lot number: 7130867 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4)

Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized and unresponsive due to a stroke that was assessed as unrelated to the dbs system. A boston scientific representative met with the patient who was responsive at this time and placed the implantable pulse generator (ipg) in magnetic resonance imaging (MRI) mode so the patient could have an MRI done. No further information was able to be obtained as the patients physician did not have any further information regarding this event.